Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient indicated that his penile prosthesis is not deflating all the way down and his physician stated that he thinks something is blocking the tube. The patient has experienced pain. The patient said he is having a revision surgery to find out what the anomaly is and to replace his device.